Manufacturer narrative:
Additional narrative: it was reported that the problem with the reservoir was noted at the moment when the drain was placed and the reservoir was connected. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gastroplasty on (B)(6) 2011 and a drain was placed. The reservoir was unable to suction properly. A second like device was used and there were no adverse patient consequences.